Event description:
It was reported during a da vinci-assisted sigmoid colectomy procedure the large hem-o-lok clip applier instrument roll to engage was not working. The instrument when prompted to roll the grip, however, would not allow control until the surgeon actuated the grip which would release the clip. The reporter did observe the large hem-o-lok clip applier wrist was acutely articulated, when attempting to take control. There were no errors or messages in the logs and the procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting failure to clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The RMA has not been issued due to the customer not contacting customer service for further assistance. Although the complaint regarding the clamping issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.